Event description:
It was reported the customer did hear the audible tone. Troubleshooting was performed. The audible tone could not be heard.

Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone due to broken wire. In addition, the prime test was unable to perform due to faulty force sensor.